Event description:
It was reported that the health care professional (hcp) called technical services (ts) and requested review of this cardiac resynchronization therapy defibrillator (crt-d) store ventricular episode due to concerns of inappropriate therapy delivery. Upon review, the presenting electrogram (egm) showed that the patient appeared to be in an atrial arrhythmia with possible rapid ventricular response (rvr) and the device delivered bursts of anti-tachycardia pacing (atp) and shocks which converted the rhythm. Ts discussed review with the hcp and advised to consult electrophysiology (ep) for further analysis of the rhythm, and programming and/or medication changes. No adverse patient effects were reported. The device remains in service.